Event description:
Pt under going egd. Avm identified. As physician stepped on foot pedal to do cautery, and unusual sound was heard coming from pt. Noise was described as "popping" and "explosion." Monitor screen went dark, presumably from collapse of stomach as equipment continued to function.